Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2006 due to stress urinary incontinence and symptomatic cystocele. After implantation the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, bleeding and neuromuscular, urinary and bowel problems. It was reported that patient underwent revision of mesh on (B)(6) 2006 due to urinary retention and mesh excision surgery on (B)(6) 2011 due to exposure and recurrent urinary tract infection¿s. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.